Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary ==> both photo and the complaint device were received for evaluation. While the photo confirmed the reported condition that the device had oily residue on it, the physical assessment on the device found no failure; therefore, the reported condition that the device was not confirmed. Despite the evaluation not confirming the reported issue, it was concluded that the complaint was related to a lack of sufficient direction in the assembly procedure when using grease which has been escalated to CAPA. Further investigation and assessment determined that the cause for the found defect was a lack of sufficient direction in the assembly procedure. The manufacturing process as well as the service process have been updated as of march 2024 to control the amount of lubricant applied when assembling the handpiece. The service process has been updated to more efficiently identify this issue. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that preoperatively to a total knee replacement procedure, it was observed that the robotic assisted saw handpiece device had oily residue on it. During in-house engineering evaluation of the photo received from the customer, it was determined that the reported condition was confirmed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.